Manufacturer narrative:
Adjusted metal fitting for filter; operation restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an issue with securing the head filter for x-tube output on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.